Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell two of six in the previous therapy. The hp had already discarded the supplies and was not near the hc at the time of the call. Nothing was found through the troubleshooting questions that the hp was able to answer that would cause or contribute to the alarm. The technical service representative (tsr) reviewed the alarm with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.